Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding. A review of the device history records was performed and no complaint related issues were found. The device was returned with the coupling part detached from the housing. Based on the provided info, the exact cause could not be determined. This complaint is indeterminate from a mfg standpoint.

Event description:
It was reported that during a synthes cadaver lab, the surgeon was inserting a 2.7mm screw when the torque limiting attachment started to smoke, and the front and back parts of the instrument fell apart. This is report 1 of 1 for file (B)(4).